Event description:
Material#: 309605, batch#: 4249635. It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. During the visual inspection of the batches, a white mark was observed on the plunger. Product#: 309605, lot#: 4249635. Customer response on 13-mar-2025. Can you please provide an exact date of event in format mm-dd-yyyy? 02/25/2025. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Please note that the defect is only visible when the syringes are filled. Since all identified defects involve filled syringes containing the drug, they cannot be shipped back. If a sample is absolutely necessary, let¿s connect to discuss potential solutions. Total number of occurrences? We began tracking this issue after 02/25/2025 and have observed multiple instances across different lots. So far, the affected lots show an occurrence rate of approximately (B)(4).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. Three samples and one photo were provided to our quality team for investigation. Upon evaluation, a line of silicone was observed on the stopper. However, it is unclear from the photograph and contaminated samples whether this represents an excessive amount of silicone. Therefore, the defect cannot be confirmed. An unused physical sample is required for a more thorough evaluation and potential root cause determination. Fourier transform infrared spectroscopy (ftir) analysis concluded that the foreign material (fm) in the fluid path, described as a "white mark," is potentially silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 4249635. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided